Manufacturer narrative:
(B)(4).

Event description:
Procedure: coronary bypass. According to the reporter: the pt experienced wound dehiscence post operatively on the leg. Wound on chest was almost disrupted, but not completely. Used nylon sutures to recover the dehiscence. The pt is on insulin treatment.